Manufacturer narrative:
Concomitant products: 355149 lead implanted: (B)(6) 2010; 5076-52 lead implanted: (B)(6) 2002 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient's cardiac resynchronization therapy defibrillator (crt-d) didn't "call the doctor" and contributed to the patient's death. The patient's cause of death has been requested and not received.